Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over to the correct unit. A technical support specialist (tss) confirmed on the server that auto discharge was not enabled in patient encounter system (pes), so there was no system driven reason for the patient to auto discharge. Tss advised the customer to contact the paragon team to resend an a01 admit message with the correct visit ID and correct unit, as the patient had been discharged long ago and required a new admit message to appear on the station again. The received message table showed an admit event received from paragon, but no orders were placed for the patient. Tss instructed the customer to have the hospital information technology (it) team resend the a01 admit message to restore the patient record on the pyxis station. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the customer reported that a patient was not crossing over to the correct unit. It showed as discharged. The patient appeared three times in the system, but all entries showed as discharged. It also appeared as an inactive patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the customer reported that a patient was not crossing over to the correct unit. It showed as discharged. The patient appeared three times in the system, but all entries showed as discharged. It also appeared as an inactive patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.